Manufacturer narrative:
The device was not returned for evaluation however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually, optically, and microscopically examined mas crown surface. No damage identified to mas head crest or flanks. Crown deformation morphology at the base of the saddle found to be somewhat asymmetrical. Conclusion: after visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing of the implant; unable to determine root cause of the foregoing event from the available information. A search of the complaint database did not identify any additional complaint returns with this part/lot number combination. Visual and microscopic examination identified ¿starburst¿ pattern on the periphery of the set screw face, consistent with set screw back out. Visually, optically, and microscopically examined set screw rod interface surface. No damage identified to set screw thread crest or flanks. Break-off set screw node height deformation found to be consistent with full tightening and engagement of set screw. Conclusion: after visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information. A search of the complaint database did not identify any additional complaint returns with this part/lot number combination.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t9-s2 and a posterior lumbar interbody fusion at t12-s1. Approximately one month post-op, it was found on x-rays that the set screw migrated out of the bone screw. The patient underwent a revision surgery to correct the backed out set screw and replace the vertebral body replacement that also migrated. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7540020, 510k # k052187 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.